Event description:
The lead was electively explanted. The physician noted complications associated with the procedure. Pt presented with hemothorax, pleural perforation induced by the guide wire and a lesion induced by the laser sheath. Explant method: intravascular, superior, left int. Jugular. Technique/tools: direct traction with locking stylet, intravascular counter traction, laser sheath. Complications during implant of new lead are listed above.